Event description:
It was reported there were identical impedances on 3 of case electrodes. It was noted with bipolar impedance 0 and 3 - 50 ohms, 1 and 2 - 50 ohms. Patient was programmed on programmed on c1 542ohms. 60us, 185hz. The therapy status of the patient was unknown and they didn¿t say the patient¿s therapy was affected by the impedances. They noticed the battery voltage was at 3.71 at the previous session and at the time of report it was at 3.67. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type; implantable neurostimulator. Product ID: 3387-40, lot# j0527200v, implanted: (B)(6) 2005, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0527200v, implanted: (B)(6) 2005, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).